Manufacturer narrative:
Patient initials are (B)(6). This report is for one (1) unknown sleeve. Without a valid part and lot number, the UDI is not available. Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant sleeve were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke during a trochanteric fixation nail (tfn) procedure on (B)(6) 2016. The breakage occurred during insertion, but no fragments were generated. The coupling screw was removed, but it took an additional three (3) to five (5) surgical minutes to remove the instrument from the sleeve. As a result, the knob of the sleeve broke off. The procedure was completed successfully without further incident. The patient¿s outcome was reported as ¿good.¿ this report is for one (1) unknown sleeve. This report is 2 of 2 for (B)(4).